Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure"), device breakage ("device breakage") and genital haemorrhage ("heavy and irregular bleeding") in a 51-year-old female patient who had essure (batch no. 863036-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring from (B)(6) 2013 to 2014 and mirena. Concurrent conditions included thyroid disorder, blood cholesterol increased since 2014, uterine cramps and cervix inflammation. Concomitant products included atorvastatin since 2014, ibuprofen, levothyroxine sodium (synthroid) since 2014, montelukast (singulair) since 2014 and panadeine co (tylenol #3). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), pelvic pain ("pelvic pain"), back pain ("back pain") and weight increased ("weight gain"). The patient was treated with surgery (d&c, hysteroscopy, laparotomy and removal of essure devices) .essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, back pain, weight increased, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils are extending from the right fallopian tube and one trailing coils extending out of the left fallopian tube. Diagnostic results: (B)(6) 2014:surgical pathology reports, final diagnosis- endometrium, curettage- inactive endometrium with features suggestive of progestin effect fragment of benign end cervix with chronic inflammation. Endocervical curettage- benign endocervical and ectocervical tissue with chronic inflammation and abundant mucus. Two essure implants- two essure implants identified. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure"), device breakage ("device breakage") and genital haemorrhage ("heavy and irregular bleeding") in a 51-year-old female patient who had essure (batch no. 863036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring from (B)(6) 2013 to 2014. Concurrent conditions included thyroid disorder, blood cholesterol increased since 2014, uterine cramps and cervix inflammation. Concomitant products included atorvastatin since 2014, ibuprofen, levothyroxine sodium (synthroid) since 2014, montelukast (singulair) since 2014 and panadiene co (tylenol #3). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), pelvic pain ("pelvic pain"), back pain ("back pain") and weight increased ("weight gain"). The patient was treated with surgery (d&c, hysteroscopy, laparotomy and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, back pain, weight increased, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils are extending from the right fallopian tube and one trailing coils extending out of the left fallopian tube. Diagnostic results: (B)(6) 2014: surgical pathology reports, final diagnosis- endometrium, curettage- inactive endometrium with features suggestive of progestin effect fragment of benign end cervix with chronic inflammation. Endocervical curettage- benign endocervical and ectocervical tissue with chronic inflammation and abundant mucus. Two essure implants- two essure implants identified. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet & medical record received. Events dysmenorrhea, vaginal bleeding, menorrhagia, device breakage were added. Lot number added. Lab data updated. Concomitant , historical conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure"), device breakage ("device breakage") and genital haemorrhage ("heavy and irregular bleeding") in a 51-year-old female patient who had essure (batch no. 863036-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring from (B)(6)2013 to 2014 and mirena. Concurrent conditions included thyroid disorder, blood cholesterol increased since 2014, uterine cramps and cervix inflammation. Concomitant products included atorvastatin since 2014, ibuprofen, levothyroxine sodium (synthroid) since 2014, montelukast (singulair) since 2014 and panadiene co (tylenol #3). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 2 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), pelvic pain ("pelvic pain"), back pain ("back pain") and weight increased ("weight gain"). The patient was treated with surgery (d&c, hysteroscopy, laparotomy and removal of essure devices). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, back pain, weight increased, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils are extending from the right fallopian tube and one trailing coils extending out of the left fallopian tube. Diagnostic results: (B)(6)2014:surgical pathology reports, final diagnosis- endometrium, curettage- inactive endometrium with features suggestive of progestin effect fragment of benign end cervix with chronic inflammation. Endocervical curettage- benign endocervical and ectocervical tissue with chronic inflammation and abundant mucus. Two essure implants- two essure implants identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaints. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), pelvic pain ("pelvic pain"), back pain ("back pain") and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2014). At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, abdominal pain lower, pelvic pain, back pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, pelvic pain, uterine perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.